Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient was presented with dry eye and superficial punctate keratopathy (spk) on both eyes at a 3 month post-operative exam. The surgery center¿s brief description was that the patient was presented with dry eyes and it is taking time to manage the spk. The patient¿s chief complaint was dry eye with mild burn and blur. The dry eye was treated with an increase in topical steroids. Post op bcva from (B)(6) 2015: right eye post-op 20/20 -.75 x -.50 x 75, left eye post-op 20/20 -1.25 x -.50x 135.

Manufacturer narrative:
UDI: (B)(4). All pertinent information available to abbott medical optics has been submitted.